Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD exhibited ongoing t-wave oversensing resulting in additional inappropriate shocks and storage of untreated episodes. Technical services (ts) discussed potential troubleshooting options. Programming changes were made to the primary sensing vector and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient underwent exercise stress testing (est) to assess the patient's signal amplitude measurements. The t-wave measurements were often bigger than the r-wave measurements, which, was also present during review of the inappropriate shock therapy episodes. The physician then opted to program the device off and continue monitoring. The local company representative inquired if therapy was any benefit to doing weekly remote home monitoring interrogations. Ts discussed if therapy is off in the device, there will be no useful data in the weekly interrogations in the remote home monitoring system. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD exhibited ongoing t-wave oversensing resulting in additional inappropriate shocks and storage of untreated episodes. Technical services (ts) discussed potential troubleshooting options. Programming changes were made to the primary sensing vector and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.